Event description:
Steris contacted the user facility regarding the employee's status however no additional information was provided.

Manufacturer narrative:
A steris service technician inspected the cups of steris 20 sterilant concentrate and found a partially opened seal at the top of the container. There was no other evidence of damage to the container. The steris 20 sterilant cup is designed to safely contain liquid peracetic acid within the cup prior to insertion into the steris system 1 processor when used in accordance with the label's handling precautions and instructions. It is unlikely that by gently massaging the outer cup acid will come into contact with the user. However, tapping the s20 cup on a hard surface is not a recommended procedure and may compromise the chamber containing the acid. Additionally, had the employee been wearing ppe as reported it is unlikely that any peracetic acid could have come into contact with his hand as the instructions for use require operator's to don hand and eye protection when handling s20. The endoscopic supervisor at the facility reported, "I believe this is absolutely operator error". An in-service training was completed regarding the proper handling and preparation of s20 sterilant concentrate prior to use in system 1. .

Event description:
The user facility reported that an employee was massaging a cup of steris 20 sterilant concentrate and tapping the cup on the counter when s20 sterilant came out the cup and into contact with the employee¿s hand. The employee went to the facility health office where they washed the affected area with water. They administered antibacterial cream and dressed the area for protection. The employee missed no time from work and reports the burn is healing. He reports he was wearing proper ppe at the time of the incident.